Event description:
It was reported that there was a high lead impedance alert triggered. The impedance increased to greater than 200 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model 6937 serial number (B)(4), has been submitted in a timely manner under the manufacturer report number 6000023000201200009. The lead initially was reported without a serial number. Later the serial number was obtained and submitted in medwatch as a supplemental, however there was a typo in the serial number when it was added to the MDR. Further in the manufacture database duplicate events were revealed and it is now known the lead 6937 serial number (B)(4), already has been submitted under manufacture report number 6000023000-2012-00009 and therefore this mw report is being redacted. (B)(4).

Manufacturer narrative:
The serial number has been obtained. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.